Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. H6 - component code - proposed code is mechanical (g04) - stem. Medical records received were reviewed, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision femur cemented standard left size 7 catalog #: 42504606201 lot #: 64890498, persona revision femoral central cone size small catalog #: 42545001011 lot #: 64751267, persona revision femoral distal augment cemented size 7, 7+ 10mm catalog #: 42556606210 lot #: 64336288, persona revision femoral posterior augment cemented size 7, 7+ 5mm catalog #: 42556806205 lot #: 64485573, persona revision femoral posterior augment cemented size 7, 7+ 5mm catalog #: 42556806205 lot #: 64610707, persona revision femoral distal augment cemented size 7, 7+ 10mm catalog #: 42556606210 lot #: 64613190, persona revision tibia fixed cemented left size e catalog #: 42542007101 lot #: 64938645, persona revision stem extension 3mm offset splined uncemented 13mm x +135mm catalog #: 42560313513 lot #: 64707668, persona revision tibial augment cemented half block left medial size ef 10mm catalog #: 42555805310 lot #: 64707264, persona revision tibial central cone size medium catalog #: 42545000512 lot #: 64800271, persona revision tibial augment cemented half block left lateral size ef 10mm catalog #: 42555805110 lot #: 64680019, persona posterior stabilized articular surface left 14mm catalog #: 42512600714 lot #: 64686018, unknown palacos cement catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a ground level fall that resulted in a t11 compression fracture approximately eight (8) months following a left knee arthroplasty. The patient was hospitalized, given a thoracic-lumbar-sacral orthosis (tlso) brace and discharged to a skilled nursing facility. No additional patient consequences or interventions have been reported. Initial operative notes noted no intraoperative complications.

Event description:
It was reported that the patient has experienced ongoing pain, intermittent swelling, and several balance-related falls unrelated to the implanted devices that have resulted in spinal fracture and hospitalization since the patient's left knee arthroplasty. The surgeon does not recommend a revision at this time. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.